Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 573 mg/dl. Customer also report that they experienced low blood glucose. The customer also had blood glucose levels such as 126, 68, 94, 74, 69 and 122 mg/dl. Customer¿s current blood glucose was 94 mg/dl. The customer was treated with orange juice, carbs and raisins for low blood glucose. Troubleshoot for high blood glucose was not performed because customer go out of town. The insulin pump will not be returned for analysis.